Event description:
Reportedly, a tachycardia is observed through remote monitoring: cycle length of around 410 ms in the monitor area (no therapy programmed) and during the episode, overdetection occurs, causing an inappropriate shock of the ICD. The patient has more similar episodes of overdetection but without ICD shocks. Dr. Tercedor indicates that he also has episodes with apparently the same tachycardia but without overdetection. He wants to know why overdetection occurs. The electrode is an isoline 2cr implanted on (B)(6) 2011.

Manufacturer narrative:
The review of provided data highlighted double counting of qrs during vt occurred during the vf episode recorded on (B)(6) 2023 at 15:20: the arrhythmia is a slow vt at 150 bpm. The double counting of the r-waves during the slow vt led to the device diagnosis of vf, leading to ¿inappropriate¿ or ¿unnecessary¿ shock and non-completed capacitor charges since the double counting stopped before the charges were completed. The ICD lead is isoline 2cr6 lead: integrated rv sensing. Two parameters may be reprogrammed: - the vf persistence from 6 to 20 cycles to delay the capacitor charge and therefore the inappropriate/unnecessary shock delivery; - the ventricular sensitivity from 0,4 mv to 0,6 mv may help decreasing the number of ventricular cycles presenting with double counting of the qrs. The decision of reprogramming is solely left to the physician¿s discretion but may eventually be supported by observations during the next follow-ups. No general malfunction is suspected on the device. This case is retained and utilized for trend purposes.